Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, post use of biosense webster devices, there was a drop-in the patient¿s blood pressure, and cardiac tamponade was confirmed by intracardiac echocardiogram (ice). It was noted that there was a trace effusion noticed on intracardiac echocardiogram (ice) at the beginning of the procedure. Pericardiocentesis was performed to remove 750 cc of fluid. The patient was reported to be in stable condition. The patient was admitted into the hospital that night, however, it is unknown if an extended hospitalization occurred. The patient¿s outcome was fully recovered. The physician was unsure when the adverse event happened but believed that it could have occurred during the transseptal puncture due to it being ¿challenging¿ during the placement of the cs catheter due to not using any fluoroscopy. Transseptal puncture was performed with a heart span transseptal needle. A baylis generator was also used. Ablation was performed prior to noticing the cardiac tamponade. There was no evidence that a steam pop had occurred. Standard flow settings were used. The visualization features that were used during the procedure were dashboard, vector and visitag. The visitag settings for stability were range 2mm for 3 seconds, force over time 3g for 25% and tag index color option. There were no error messages observed on any biosense webster, inc. Equipment during the procedure. On (B)(6) 2019, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection, and it was noted that upon initial visual inspection, there was no damages or anomalies that were observed.

Manufacturer narrative:
Investigation summary - it was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, post use of biosense webster devices, there was a drop-in the patient¿s blood pressure, and cardiac tamponade was confirmed by intracardiac echocardiogram (ice). It was noted that there was a trace effusion noticed on intracardiac echocardiogram (ice) at the beginning of the procedure. Pericardiocentesis was performed to remove 750 cc of fluid. The patient was reported to be in stable condition. The patient was admitted into the hospital that night, however, it is unknown if an extended hospitalization occurred. The patient¿s outcome was fully recovered. The physician was unsure when the adverse event happened but believed that it could have occurred during the transseptal puncture due to it being ¿challenging¿ during the placement of the cs catheter due to not using any fluoroscopy. The device was visually inspected, and it was found in good condition. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30280194m number, and no internal actions related to the complaint was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade.